Event description:
It was reported that pump displayed malfunction code with fault ID but no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again.